Event description:
Reporter alleged obtaining discrepant blood glucose results of 376, 596, & 200 mg/dl when all tests were performed back to back on the advantage system, one minute apart. Reporter stated he was not experiencing any hyperglycemic or hypoglycemic symptoms during the time of testing. No actions were reported taken or treatment rec'd. A request was made for the return of the suspect product and replacement product was sent.